Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient reports therapy turned itself off earlier this month. Patient also stated she had a complete hysterectomy, rectocele, cystocele and a vaginal prolapse. It was confirmed all these procedures were not related to the device, however, no timeline was given. The patient was able to sync their device with their programmer and increase stimulation. No further complications were reported or are anticipated.